Event description:
Related manufacturing reference number: 2017865-2025-11937. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the impedance dropped. The lp was unscrewed and a pericardial effusion was noted. A pericardiocentesis was performed. The lp was removed and the implant procedure was abandoned. The patient was stable.